Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit has a hissing noise and pressure drop. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and confirmed can't find anything wrong with this pump. Device returned to clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit has a hissing noise and pressure drop.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.